Event description:
It was reported that the patient presented for follow-up with a pocket infection at the implant site of the pulse generator. The device was explanted. The patient was in stable condition. No further information was available.